Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting the o-ring and cleaning the pump, which enabled the customer to successfully load the cartridge and resume insulin therapy.